Event description:
The device was returned to the service center for a report from the customer contact that the device would not power on and when the device was powered on, it alarmed with a 06/001/017 (infusion data crc error) service alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.